Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was unable to confirm or replicate the complaint alleged by the initial reporter during the investigation performed by mmdg. This report is being filed because the event occurred while the device was in use by a pediatric patient.

Event description:
The initial reporter stated that the pump continued to run after the bag was empty and that air reached the patient. The initial reporter also stated that there was no harm to the patient, and that they had no additional information. (B)(4).